Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that cardiac resynchronization therapy defibrillator (crt-d) detected low out-of-range (oor) right ventricular (rv) pacing lead impedance (pli). Additional information obtained from the field representative indicated that the cause of the oor pli was not determined and there were no other clinical observations associated with the impedance issue. The clinic will continue to monitor the patient. At this time, the device remains in service. No adverse patient effects were reported.